Event description:
It was reported that a patient experienced a break in aseptic technique further described as not following proper procedure when changing continuous ambulatory peritoneal dialysis (capd) fluids, which caused peritonitis. The peritonitis was manifested as abdomen pain and cloudy peritoneal dialysis fluids. The patient was hospitalized the same day that the peritonitis was diagnosed. Treatment was not reported. At the time of the report, the patient had not yet recovered from the peritonitis. Capd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The patient was discharged from the hospital after thirteen days of hospitalization and had recovered from the peritonitis. Should additional relevant information become available, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.